Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon was struggling with cuts and was getting frustrated because mics kept shutting off. Surgeon finished anterior cut and said it notched. Plan did not give a notching warning nor did it look like it would notch. It almost looked as if surgeon did not finish cut all the way through when I looked in wound. Post op x-ray shows an extreme amount. Tka case. Additional information: event date (B)(6) 2018 confirmed notching (B)(6) 2018 with post op x-ray. No adverse consequences.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding femoral notching during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 547 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding notching. There were other reported event for the listed catalog number (pr1807364, 1736744, 1730336, pr1443555, pr1574869, pr1597920, pr1636892, pr1694868 and pr1689895). Conclusion: an analysis of the warnings in the crisis log file, application workflow, femur segmentation, femur checkpoint values, femur registration values, rio registration and verification values, and bone preparation checkpoints was completed. An analysis of the warnings in the crisis log file and the application workflow revealed that a ¿monitored tracker moved too fast¿ and ¿base tracker moved too fast¿ warning occurred during bone preparation indicating possible array movement. When reviewing the femur segmentation, it was confirmed that a section at least 20 mm above the superior femoral component flange was segmented which is required in order for the application software to detect notching. The application software displayed the notch warning when the femoral component was extended by = 1.0 degrees or translated by = 1.0 mm posteriorly from the implant plan which is within the accuracy tolerance region. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
Surgeon was struggling with cuts and was getting frustrated because mics kept shutting off. Surgeon finished anterior cut and said it notched. Plan did not give a notching warning nor did it look like it would notch. It almost looked as if surgeon did not finish cut all the way through when I looked in wound. Post op x-ray shows an extreme amount. Tka case. Additional information: event date (B)(6) 2018 confirmed notching (B)(6) 2018 with post op x-ray. No adverse consequences.